Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: during investigation, there was no cloudiness in the display. The pump was powered and the display was blank. Further testing was unable to be performed due to the blank display. An inspection of the pump revealed multiple cracks in the battery compartment with evidence of moisture corrosion. Leak testing confirmed a battery compartment leak. The pump was opened and there was evidence of moisture corrosion internal components including on the display connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 26-may-2019, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.